Manufacturer narrative:
A manufacturer representative went to the site to service the system. System servicing revealed that f2 and f3 15a/250v fuses blown on din rail. Replaced fuses and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the mvs will not power on. The line in light is not illuminated on the mvs. There was no patient involved.